Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was cleaned and greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was arcing and shut down without command. There is no report of injury or death associated with the event described in this complaint.